Manufacturer narrative:
During the quality investigation testing, overheating was confirmed. Further investigation revealed corrosion within the motor and other component parts. The device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. Another device was used to complete the procedure without any delay. No adverse consequences were associated with the event.